Event description:
Customer reported 4 threads broke. Two threads broke when pulling after insertion. Two additional threads broke after treatment. Patient had to come back, and broken end of the thread was removed as it migrates down and protrude at the chin. No additional details were given about the patient status.